Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A medical assistant reported that the table top lamp had low lighting. Additional event details have been requested.

Manufacturer narrative:
Additional information: table top (tt) illuminator was received for evaluation. The returned tt illuminator was installed into a calibrated system and functionally tested. The reported event of low light was confirmed in both ports. The tt illuminator was disassembled and both ports were found to have a cracked aspheric collimating lens. The root cause of the reported event can be attributed to cracked aspheric collimating lenses., an internal investigation was opened on this issue. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The table top illuminator was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 18, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a table top illuminator. However, how or when the component became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).